Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire was broken, and the wire pin was dislodged on a small grasping retractor instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument housing was removed and the pitch cable was found to be dislodged at the distal end. Additionally, the instrument was found to have dried residue on the clamping pulleys.